Event description:
Prior to use in patient, two neuron max catheters were found damaged out of the package with the tip being cut. There was no problem for the patient as the damage was found before being introduced into the patient's body.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is related to 3005168196-2013-00144.

Manufacturer narrative:
Results: these catheters are damaged at the distal tip. The catheters still have the introducer sheath in the lumen. Conclusion: the complaint has been evaluated and confirmed. The complaint states that both devices were damaged inside of the package. After additional investigation and attempts to replicate the failure mode, it was discovered that the tips were being damaged when the devices were pulled from the packaging. To remove the catheter from the packaging, customers typically open the box, peel back the sterile envelope and grip the hub end of the device and pull. When removing the device in this manner, it was found that the packaging mandrel in the distal tip of the device can come loose from the packaging card and interact with the edge of the shipping tube, causing the tip of the catheter to become pinched between the inner wall of the shipping tube and the shipping mandrel. When the user continues to pull, the polymer of the catheter tip can eventually yield and tear before the device comes completely out of the packaging tube, causing the reported damage to the tip of the catheter. This issue occurs due to a failure of the sticker adhesive that is intended to hold the packaging mandrel securely in place. The affected devices contained stickers that were not sufficiently securing the mandrel in place during removal of the neuron max mp. This issue is being addressed under CAPA (B)(4). The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00144.